Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion after occlusion was removed. There was unknown patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
D9. Date returned to mfg: 23-oct-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal has a minor bubble. Functional testing performed. Customer's reported problem of "downstream occlusion" cannot be replicated. Event log recorded 306 times of high alarm displayed: downstream occlusion alarms. The most likely cause is the dso sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.